Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated an additive abnormality. A total of (B)(6) retained samples were visually inspected, and no additive abnormality was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of the bd vacutainer 9nc 0.109m 2.7 ml tubes, that the additive in one (1) tube was an abnormal color. There were no health impact or consequences reported.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of the bd vacutainer 9nc 0.109m 2.7 ml tubes, that the additive in one (1) tube was an abnormal color. There were no health impact or consequences reported.